Event description:
Complainant reported that during a pericardiocentesis procedure, the guidewire would not go through the needle cannula. No patient injury was reported.

Manufacturer narrative:
Merit will follow-up when the investigation is complete.